Manufacturer narrative:
The investigation was completed on 25-jan-2022. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30560008m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade which required pericardiocentesis and a thoracotomy. Cardiac tamponade occurred. At right atrium (ra)-left atrium (la), pac was chased by prn, and the ablation catheter was removed from the patient's body. The ablation catheter was inserted into the la cavity during ablation, but it was not displayed. As the indication was not displayed even when pulling up to ra, we checked the connection, and found that the connector of the case guide was disconnected. Because of the possibility of laa, intracardiac echocardiography (ice) did not confirm pericardial effusion. The procedure continued and was executed. Thereafter, upon completing the procedure and checking at the time of leaving, pericardial effusion was found. Drainage was performed, but it did not stop for a while, resulting in thoracotomy ope. The thoracotomy ope was successfully completed and the patient was transferred to the critical care unit. The condition was stable. The patient¿s condition was stable. The patient was recovering. The physician commented that the connector on the cr3434ct cable (number of re-sterilization cycles unknown) was weak and did not click. For this reason, it was judged that the catheter was removed when it was moved in and out. Additional information was received on the event. This adverse event was discovered during use of biosense webster products. Medical intervention provided was drainage and open surgery. The outcome of the adverse event was improved. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of a steam pop. No error messages were observed on biosense webster equipment during the procedure.